Event description:
Information was received that during use of this smiths medical cadd administration sets, leaking occurred out of the small circle on the air eliminating filter after 48 hours of connection to the pump. Subsequently, the customer switched to another sets. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one cadd administration sets - flow stop was returned for analysis in used condition. Visual inspection identified delamination in both joins of the filter with the tube in the sample. During functional testing, a leak was observed fleeing from the air vent of the filter. The customer reported issue was able to be duplicated. The problem source could not be identified.